Manufacturer narrative:
Date sent to the FDA: 11/14/2007. Conclusion - the product upon which this medwatch is based anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.

Event description:
Int'l customer reported that the device failed to drain upon implant. The surgical wound was reopened, re-explored and the device explanted. A new drain was implanted. The surgeon opined that the initial drain was occluded.